Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector came loose at the hub while fluid ran through it, causing leakage to occur. The following information was provided by the initial reporter: "the extension set is coming loose at the hub while fluid is going through it."

Manufacturer narrative:
One sample of mp5314-c, lot 20349007 was submitted for quality investigation. The customer complaint, that the mp5314-c extension set is coming loose at the hub, could not be verified during investigation. In order to test the submitted sample, the test equipment used was a syringe filled with water connected to an additional extension set, with a male luer connector. The test equipment was connected to the maxplus connector of the mp5314-c sample. While pushing water through the mp5314-c sample, the maxplus connector did not loosen in connection with the male luer adapter of the test equipment. Additionally, the maxplus connector did not become lose from the female luer connector that is part of the mp5314-c assembly. No failures were observed when testing the submitted sample. A device history record review for model mp5214-c lot number 23049007 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not determined because the reported issue could not be replicated.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
Material #: mp5314-c. Batch #: 23049007. It was reported by the customer that the extension set is coming loose at the hub while fluid is going through it. Verbatim: rcc received a complaint via email. Email(s) attached. The extension set is coming loose at the hub while fluid is going through it. Response received on 09-oct-2023: 1. Please advise the quantity of defective extension set inspected. - don't have a quantity. I'm sending you a sample of one of the j loops. 2. What procedure was being performed? - heart cath. 3. What is the medication/solution used during the incident? - IV fluids. 4. How was the issue being resolved? - we purchased a different brand of j loop.